Event description:
On march 17th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system was experiencing a period of transient optical instability. Customer care recommended the user re-link their sensor to allow the system to reinitialize and converge. Post re-link, the recent calibrations entered fit sg trends well. The user was advised to continue using the system and to calibrate when prompted. Per dms review, the user was using the system with up-to-date information.